Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 291 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the esc and the act button was not giving any response after pressing. The device will not be returned for analysis.